Event description:
Device was returned for service with a failure code 810:04 reported. The facility reports that the pump was delivered to the biomedical engineer with a vague note stating the device was broken, the failure code was found in the event history upon inspection by the biomed. There was no report of any pt injury or medical intervention resulting from the failure of this device. Info regarding whether the failure occurred during an infusion, the type of medication involved and any pt details were not available. The facility was not able to identify the person who initially reported the device as being broken.